Event description:
It was reported to philips that the device is not indicating system is shocking. An error message displays that the charger cable needs to be replaced. There was no patient involvement.